Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they have been in agony for the last 3 -4 nights. Patient stated they have not slept because when they go to bed the left side of their body starts contracting and the they have pain that is unbelievable. There is pain at the hip and left leg and foot that is excruciating pressure and throbbing. This happens when the patient lies down. The caller has tried changing programs and they thought it may have helped a little. They turned stimulation all the way off and they were in agony all night. Explained how to turn stim off to confirm that the patient did it correctly and they report that they did but they were in agony all night. Patient also mentioned they have a pain stimulator and they know something is wrong but it gets worse when they lie down and as it progresses through the night everything gets worse and worse. The patient was redirected to their healthcare provider to further address the issue, reviewed that if the therapy is turned off there is no output from the device. The caller reported that they had a device previously and there were never any problems with it. The caller was very escalated and reported dissatisfaction with the reps. The caller reported that they were never trained on this device. Pss reviewed that were attempted calls for device education, but voicemails were encountered. Called patient back and review device education information. The caller was overheard discussing their symptoms on another caller with their hcp and explained that they had felt pain in the hip bone all the way down the left leg and felt like a burning into their heel. They were heard reporting that it started right after implant. The caller noted it was like electricity that was stronger during the night. The caller turned off the stimulation and it did not resolve. The caller tried changing programs today and they are feeling fine, but they will see how it feels tonight when they go to sleep. The caller reported that they suspect the issue is because they have a wire on the nerve and that they had difficulty placing the lead because things are so close together because the patient is only 4'11". They reported that they called rep the night before last to explain that they were having trouble with the implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported there was no problem with the implant when asked to clarify their statement: trouble with implant. It was not caused by normal battery depletion. The cause of the device not working was crps. The stimulator was not he problem. Patient reports there was no malfunction. The likely cause was patient has chronic residual pain syndrome as a result of an injury. It was in their lower leg and foot. The result is sever inflammation that is permanent and if you have crps in an extremity the inflammation can travel to an injury spot. The issue was confirmed resolved. The patient went to the emergency room and after many tests they were given an infusion of fentanyl. After a few hours the pain went away permanently and has never returned.